Event description:
The left front caster allegedly came off the chair. No injury is alleged.

Manufacturer narrative:
No injury reported. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.